Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
On 05/23/2017 replacement of the open fuses f3 and f4 corrected the no ac power state with this power supply.